Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization, a 4mmx7.5cm msphere 10 cere coil was being used as a filling coil. However, the coil was not able to advance nor retrieve by the physician. The physician pulled the coil and unspecified microcatheter (mc) at the same time. After inspection, it turns out to be stretched. The physician used a same like product. The procedure was successfully finished. There was no patient injury reported. The device was discarded; therefore, no furthest investigation can be performed. A manufacturing record evaluation was performed for the finished device s11085 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaints of ¿detachable coil delivery system (dcs) ¿ resistance/friction-during withdrawal with loss of cerebral target position¿, ¿coil - unraveled/stretched-in microcatheter¿ and ¿detachable coil delivery system (dcs) - impeded in microcatheter with loss of cerebral target position¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Resistance/friction during advancement is a known potential failure associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. The IFU states the following: ¿if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. If the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices.¿ assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that procedural and handling factors, including device manipulation, insufficient flush, and interaction with the concomitant microcatheter, may have contributed to the reported failure and damages noted to the returned system. Stretching of the embolic coil occurs when an attempt is made to retract the device while a more distal part of the embolic coil is held in position, possibly by the resistance noted in the event description. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # ==> pc (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a coil embolization, a 4mmx7.5cm msphere 10 cere coil was being used as a filling coil. However, the coil was not able to advance nor retrieve by the physician. The physician pulled the coil and unspecified microcatheter (mc) at the same time. After inspection, it turns out to be stretched. The physician used a same like product. The procedure was successfully finished. There was no patient injury reported.